Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on the (B)(6) 2011. It was reported that the patient presented emergently to ER approximately eight years and 7months post the index procedure with severe abdominal pain. A CT scan preformed early on the following confirmed a type ib endoleak on the left side. The aneurysm was noted to be 83mm in diameter. Initially the patient's condition was reported as stable but their condition deteriorated and an aneurysm rupture was confirmed. It is reported that the patient received treatment and the physician implanted a etlw1616c93e bridge limb and a etlw1628c93e limb to extend down to the left internal iliac artery (it was noted there was 91mm of uncovered lcia). The physician also implanted an etlw1624c93e limb that extended down to the right internal iliac artery (it was noted there was 20mm of uncovered rcia). It was reported that the event was resolved and seal achieved. As per the physician the cause of the event is anatomy. It is reported that the patients aneurysm sac continued to dilate over nine years and had lost seal resulting in the type ib endoleak on the left side. No additional clinical sequalae were reported and the patient is fine.